Event description:
User facility requested repair of a syringe infusion pump due to "issues with pump motor drive". No patient involvement was reported.

Manufacturer narrative:
One medfusion pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did not show the motor phase b post and super cap alarm. Service replaced the main board, the batter door, and re-calibrated the device. Functional and use testing was performed. The problem source is the main circuit board.